Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the contrast/up/down/ok keypad buttons intermittently responding to user inputs during testing, it was observed that the contrast/up/down/ok key contacts became inverted when pressed and did not always spring back and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down and ok keypad buttons intermittently not responding when pressed. It was reported that the keypad is still intact. There was no adverse event associated with this complaint.